Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received without its original packaging. As the sample was being disinfected and prepared for analysis, a leak was found on the assembly from the saline line to the saline ¿t¿ connector. No defects were observed on the product during the initial visual inspection. However, an additional inspection with a microscope was performed on the assembly of the saline line to the saline ¿t¿ connector. This inspection found that the tubing had a presence of solvent, however, there was a delamination from the wall of the saline line tubing to the wall of the saline ¿t¿ connector. No other problems or abnormalities were identified during the evaluation. The observed defect may be attributed to improper assembly during the manufacturing process, with several potential contributing factors. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the reported issue was able to be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. At the beginning of the treatment (exact timeline unknown), air bubbles became visible within the arterial end of the dialyzer (specifically within the arterial chamber). Simultaneously, the machine alarmed with an air detector message. Upon closer examination, blood was noted to be leaking from the t-connector where the saline line meets the connector piece. The rn said there seemed to be a gap in the adhesive. However, there were no visible defects observed on the tubing and the connection did not appear to be loose. There were no leaks noted during the priming phase, and there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the blood pump was stopped and the treatment was paused. The patient¿s blood was returned from the arterial side. Estimated blood loss (ebl) due to the event was less than 50 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was re-setup with new supplies on the same machine, and they continued their treatment without further issue. The patient did not complete their full treatment because they had to leave at their normal time. There were no concerns about the patient not completing the full treatment. The patient did not develop any symptoms as a result of this. The complaint device was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. At the beginning of the treatment (exact timeline unknown), air bubbles became visible within the arterial end of the dialyzer (specifically within the arterial chamber). Simultaneously, the machine alarmed with an air detector message. Upon closer examination, blood was noted to be leaking from the t-connector where the saline line meets the connector piece. The rn said there seemed to be a gap in the adhesive. However, there were no visible defects observed on the tubing and the connection did not appear to be loose. There were no leaks noted during the priming phase, and there were no changes or disruptions in pressure that could have contributed to the failure. Following the event, the blood pump was stopped and the treatment was paused. The patient¿s blood was returned from the arterial side. Estimated blood loss (ebl) due to the event was less than 50 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was re-setup with new supplies on the same machine, and they continued their treatment without further issue. The patient did not complete their full treatment because they had to leave at their normal time. There were no concerns about the patient not completing the full treatment. The patient did not develop any symptoms as a result of this. The complaint device was confirmed to be available to be returned for manufacturer evaluation.